Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin was leaking at the quick release connection and the customer experienced hyperglycemia. It was reported that the customer had high blood glucose levels ranged from 13 mmol/l to 27.7 mmol/l. The device will not be returned for the analysis.